Manufacturer narrative:
Health effect f2203: imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture cannot be excluded".

Event description:
Patient reported, left side "seam calcification of the film¿. And "rupture cannot be excluded". The device has been explanted.

Event description:
Patient reported, left side "seam calcification of the film¿. And ¿rupture, cannot be excluded". The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: no observed. Additional observations: crease observed, on the device. No further actions are required, since no issue in the manufacturing of the device is observed.